Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing skin cancer is being irritated under the lifevest equipment. Patient described the area as sores being reopened from the equipment rubbing. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to physician, but there is no indication of medical intervention. Outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable.